Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date setting on the pump was incorrect. The customer was unaware of how the date on the pump changed. Blood glucose was 361 mg/dl. Tandem technical support assisted the customer with correcting the date setting on the pump. Although requested, the customer declined to upload pump data for review.